Event description:
It was reported the 8.0x40mm xact self expanding stent system (sess) stent was implanted on (B)(6) 2023 in the calcified right carotid artery. On (B)(6) 2024, during a follow up visit, arteriogram was performed. The arteriogram showed the xact stent was fractured. The patient is asymptomatic and is doing fine. No additional treatment has been scheduled. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that fatigue from cardiac dynamics and motion in the months after the procedure resulted in the reported fractured stent; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.